Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Additional visual inspection has been completed, and no issues were observed. Additional testing has been performed for this issue, and the low glucose threshold in the alarm settings was set to 100 mg/dl. The low glucose alarm was successfully activated. Issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.